Event description:
It was reported that high impedance was noted on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient condition was unknown.

Event description:
New information received indicates a lead fracture was suspected as the cause of the increased lead pacing impedance. A chest x-ray was performed, and no issues were noted. There were no patient consequences.